Event description:
The customer reported that the female luer adaptor broke off from the clear body "when the nurse draw back discard from long line before giving IV antibiotics." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). The 510k number provided is for the domestic similar product. Although requested, device has not been received yet. A follow up report will be submitted once the device has been received and an investigation has been completed.